Event description:
It was reported that a patient had been positioned in an upright MRI for a knee exam. After moving the bed to center and rotating the slab to 23 degrees, the bed moved on its own and rotated to 0 degrees. The slab then moved out from center at which time the technologist powered down the bed from the podium. No injury to the patient occurred.

Manufacturer narrative:
Unexpected bed movement was due to solder joint failure in the galil bed motion control computer power supply. The solder joint (s) failed due to pressure exerted on the power supply harness by the unit's cover. All customer sites will be visited within the next 30 days to replace the power supply and it's harness with ones that have been modified to correct the problem. A label will be added to the cover of the galil to indicate the correction has been completed. Galil, the manufacture of the motion control computer purchased by fonar, has been notified of the problem and is taking corrective action to prevent reoccurrence.